Manufacturer narrative:
(B)(6). The devices used in treatment, were returned for evaluation. There was a relationship between the returned devices and the reported event. Review of complaint history of the reported lot number 2029058 for the past 3 years found one other similar complaint. A review of manufacturing records for the reported lot number 2029058 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wands shows a partial detached screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation the devices were connected to a compatible quantum2 controller and did not work. An error e-7 occurred. The suction lines were tested and performed as intended. The devices met all specification upon release into distribution. The complaint was verified with several root cause that could have contributed to the reported error e-7 message. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Factors that could contribute to the wear: reuse of the device, overloading and not adhering to the desired set-point, vacuum range for saline not in range, rate of ablation, power settings, prolonged use against dense or bony surfaces. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy procedure, the device presented an error code for the items which led to it being removed an resulted in them not being able to get used. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Results of investigation have concluded that this wand was detached which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wands shows a partial detached screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wands. The wands were connected to a known good q2 controller and presents an error e-7. The error e-7 was by-passed using a fixture box and activated in saline solution at the default and max settings on the controller and performed as intended. The suction lines were tested and performed as intended. The complaint was verified as the device's electrodes were partially detached. The root cause could not be determined as there are multiple root causes that may have contributed to the complaint event. Factors, which may have contributed to the reported complaint include: 1) using the wand above default output settings, thus causing the electrodes to be come partially detached. 2) pressing the tip against hard or bony surfaces, thus causing the electrodes to be come partially detached. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: b5: update event description.

Event description:
It was reported that during a knee arthroscopy procedure, the device presented an error code for the items which led to it being removed an resulted in them not being able to get used. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Results of investigation have concluded that the electrode was detached and has contamination marks which makes it a reportable event.